Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: d154awg, ICD, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead rv and superior vena cava (svc) coil impedances had been high for some time. There was also oversensing/noise, with artifact noted with manipulation. Fracture was confirmed. An alert triggered. Therapies were turned off and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.